Event description:
Prior to implant, the hcp questioned the sterility of the device and swabbed the valve's sewing ring to perform a gram stain test. Because the gram stain exam showed the presence of gram (+) organisms; the valve was not implanted and cultures were taken of the device. The valve was abandoned prior to implant; therefore, no consequence or affect was reported for the patient.